Event description:
The customer reported the collimator was not sizing correctly in mag 1. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and performed a high voltage calibration. System operates as intended. (B) (4).